Manufacturer narrative:
Batch records for final product manufacture and qc record for cov1110217 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1110217 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on either test. No c or t line appeared. She waited the 15 minutes. She followed the directions exactly and dispensed the sample into the s well. The desiccant packs were inside the test cassette pouches.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on either test. No c or t line appeared. She waited the 15 minutes. She followed the directions exactly and dispensed the sample into the s well. The desiccant packs were inside the test cassette pouches.